Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that staff were having issues finishing infusions on spectrum pumps. When an infusion finishes and there is noticeable amount of drug left, in order to change the volume to be infused, it requires a complete reprogramming of the drug and all of the information instead of just changing the amount to be infused. Additional information received from the customer indicates this was not an equipment error but a learning curve with the new pumps. There was no known patient injury or medical intervention associated with this event. No additional information is available.